Manufacturer narrative:
Device received with partial white display due to severe corrosion on electronic assemblies. Unable to perform displacement test and selftest due to partial white display. Device received with severe corrosion on force sensor assembly and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer stated the insulin pump stop working. Customer blood glucose reading was 90 mg/dl. Insulin pump will be returning for analysis.